Event description:
On (B)(6) 2011, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the patient was admitted to a medical center on (B)(6) 1999 for an aortic stenosis. While hospitalized, the patient was administered heparin and began to have symptoms consistent with the hypersensitivity-type adverse reactions from contaminated heparin. On or about (B)(6) 2007, the patient was admitted to the hospital for congestive heart failure. While hospitalized, the patient was administered heparin and began to have symptoms consistent with the hypersensitivity-type adverse reactions from contaminated heparin. Upon information and belief, on at least one occasion, the heparin administered to the patient was alleged to be contaminated heparin. Shortly thereafter, the patient began to experience adverse reactions consistent with the adverse reactions associated with contaminated heparin.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.